Event description:
According to the complaint description the patient was over infused during therapy. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) the investigation is based on the history files provided. Please note there is a time gap of 7 hours (history time +7h = real local time) between the time in the history and the local time. This is caused by downloading the files via online tool. The history time is gmt. On the date of the incident, (B)(6) 2026, a syringe change was performed on the pump. A syringe terumo 10ml with a remaining volume of 8.412ml was installed. The drug morphine was selected from the drug library and a dose rate of 5mg/h (5ml/h) was set. The therapy started with a flow rate of 5ml/h. 1h and 11 minutes later, the syringe almost empty alarm raised. The alarm was confirmed 15 minutes later and the dose rate was set to 0.5mg/h (0.5ml/h). The near end alarm revoked. After 4 minutes, the therapy stopped and a syringe change was performed on the pump. According the history files, the over infusion was caused by setting the wrong dose rate. Conclusion the defect is considered as not confirmed. The defect is caused by wrong handling. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.